Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The monitoring interface board and vent engine were replaced. The unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported an inability to operate ventilation without restarting the unit during preuse checkout. There is no report of patient involvement.